Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva ii system within 10 minutes: 50 mg/dl, 300 mg/dl and 50 mg/dl. Customer also reportedly received the following results on the aviva ii system within 10-15 minutes: 500 mg/dl and 60 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.